Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 320 mg/dl. A bolus was delivered to address bg. Reportedly, the customer disconnected the infusion set site, delivered a bolus, and insulin was not observed exiting the infusion set tubing after approximately 5 units were delivered. The customer delivered two more boluses while disconnected from the site and observed drops after the third try. Customer successfully resumed insulin using the same cartridge and infusion set.